Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-03251. The pt has 2 scs leads with the same lot number. It was reported, the pt was experiencing headaches upon standing which occurred regardless of stimulation. It was also reported lead diagnostics showed low impedance values. Follow-up identified the physician determined the pt experienced a csf leak and performed 2 blood patches (date unknown) which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.